Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdomen pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and ortho-novum. Concurrent conditions included morbid obesity, menorrhagia, hypertension, chronic cervicitis and vitamin d deficiency. Concomitant products included colecalciferol (vitamin d), hydrochlorothiazide and lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pelvis pain"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On (B)(6) 2013, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and uterine leiomyoma ("uterine fibroid removal"). The patient was treated with surgery (robotic hysterectomy(full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (uterine fibroid removal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the menorrhagia, vaginal haemorrhage, headache, irritable bowel syndrome and uterine leiomyoma outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 263.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: the tubes are occluded. On (B)(6) 2007, plaintiff had an hysterosalpingogram test performed. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter's information and lot number were added. Events added: abnormal bleeding (vaginal, menorrhagia), headaches, pelvic pain, irritable bowel syndrome, abdominal pain and uterine fibroid removal. Outcome of event pelvic pain was updated to recovering/resolving. Concomitant drugs and conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdomen pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-novum and depo-provera. Concurrent conditions included morbid obesity, menorrhagia, hypertension, chronic cervicitis and vitamin d deficiency. Concomitant products included colecalciferol (vitamin d), hydrochlorothiazide and lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pelvis pain"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On (B)(6) 2013, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and myomectomy ("uterine fibroid removal"). The patient was treated with surgery (robotic hysterectomy(full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (uterine fibroid removal). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the menorrhagia, vaginal haemorrhage, headache, irritable bowel syndrome and myomectomy outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, myomectomy, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 263.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: the tubes are occluded on (B)(6) 2007, plaintiff had an hysterosalpingogram test performed. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a partial hysterectomy to remove essure devices.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). Diagnostic results: on (B)(6) 2007, plaintiff had an hysterosalpingogram test performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.